Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n299758, implanted: (B)(4) 2011, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743 serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type; recharger. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) would not keep a charge. The reporter stated their healthcare provider told them the ins would need to be replaced. It was noted the patient went ¿about 3 weeks¿ without using it and now the ins would not charge. It was unclear if "it" referred to the recharger or the ins. It was further noted an ins overdischarge was suspected. It was noted the patient used antenna locate which resulted in a power on reset being displayed followed by a normal recharging screen. Additional information received reported there was a telemetry issue. It was reported the patient was meeting with the rep today to address an overdischarge. It was reported the patient had been instructed on doing a pmr (physician mode recharge) and had tried that for 6 hours and nothing happened. It was reported the rep was unsure if they actually did 6 full pmrs. It was noted the ins was in overdischarge for 8 months. It was reported, while working on the ins today, they tried to charge normally and saw a code of 2839164 on the recharger (insr) screen with a question mark between the ins and insr. It was reported the screen was successfully cleared. It was reported they were unable to normally charge the ins. While doing an antenna locate, they saw the "incompatible insr message". The message was successfully cleared, but they were still unable to charge normally. It was reported the ins felt loose in the pocket.

Event description:
Additional information received reported an overdischarge was confirmed. X-rays were not performed and the patient was receiving good stimulation therapy.